Event description:
A balloon ruptured at 20 atmospheres, well beyond its rated burst pressure, on the third inflation during dilatation of an occluded iliac femoral bypass graft stent, resistance was encountered during withdrawal of the balloon catheter. The sheath was reportedly exchanged for a larger sheath by cutting the proximal end of the balloon catheter to facilitate sheath exchange. The catheter was removed and upon removal it was noted the balloon material had detached and remained in the pt. Percutaneous retrieval via a snare was uneventful. After utilizing another balloon catheter partial opening of the stent was achieved. Co's follow-up indicated this pt, with severe carotid disease, expired the following day from complications unrelated to the above procedure. The detached balloon and catheter were returned, evaluated and retained by this MFR. The engineering eval indicated the shaft was returned in two pieces. The proximal portion was 59 centimeters long and the distal portion was elongated and 27 centimeters long. The radiopaque marker was missing from the proximal end. The distal bond was present with a fragment of the balloon material on the shaft. The balloon was torn in half circumferentially and both halves were torn longitudinally. Although follow up indicated the catheter was purposely cut to facilitate withdrawal, the break points of the shaft exhibited rough edges. Rough edges at the shaft break area coupled with elongation of the shaft indicates continual exertion against resistance beyond the tensile strength of the catheter. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was also indicated this device was inflated well beyond its rated burst pressure. Co believes the above factors may have contributed to this event. However, co follow up info and co engineering eval are not consistent. Therefore co cannot determine the exact cause for this event. Co's directions for use state: "the rated burst pressure should not be exceeded...inflation in excess of rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."